Manufacturer narrative:
(B)(4).

Event description:
It was reported during the patient's implant procedure an insulation damage was exhibited by the patient's lead. Subsequently, the lead was replaced. No adverse consequences were reported.